Event description:
Complaint description: an operating room head nurse reported that a high frequency cable sparked and broke at the distal end causing the broken end to detach from the cable's connector. There were no reported injuries related to the occurrence.